Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that she got car accident due to low blood glucose. The customer was unable to follow up, declined to speak to helpline. The customer reported via phone call that she is getting lost sensor readings on her sensors. The customer was advised that we will check insurance and make sure about coverage. The customer stated that frequent battery change and act button sticks.